Event description:
It was reported that the patient presented to the hospital with the device displaying hv therapy. Upon interrogation, the device was observed to be in a noise reversion. The device was determined to be damaged. Possible loose setscrew was suspected. The device was explanted.

Manufacturer narrative:
No medwatch form was received.

Manufacturer narrative:
The field event was confirmed in the analysis of the device. The device was tested on the automated electrical test system. A sensing anomaly was detected. The device was opened for further analysis. The noise observed in the field was caused by a short within the hybrid subassembly of the device.